Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on a lead was variable. The analyst noted: impedances out of range and variable; insufficient evidence.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that shortly after implant noise was observed on an electrogram (egm) and a shock was delivered without full energy. The device charged to 35 joules but delivered .7 joules. The right ventricular (rv) lead showed high defibrillation and pacing impedances as well as loss of capture and noise. At the next device check the impedances, sensing and thresholds were all in range. The device and leads remain in use. No further patient complications have been reported as a result of this event.